Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital due to tones emitted from their device. Upon interrogation the ICD was found to be in safety mode, the root cause of which could not be determined. Boston scientific technical services (ts) advised replacing the device and in addition to performing lead tests during the revision procedure as the root cause of safety mode was not known. The patient was noted not to be pacemaker dependent. A revision procedure was later performed wherein the device was explanted and replaced. The patient's leads were also tested during the procedure and no issues were identified. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy were unavailable. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.